Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 126 mg/dl, 115 mg/dl, and a "hi" within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing. Although the complaint could not be duplicated, readings very similar to the readings reported by the customer were found in the meter's memory. (485 mg/dl, 115 mg/dl and 126 mg/dl within 10 mins).